Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded and there was blood in the wire lumen. Inspection revealed tip damage (flared), numerous kinks in the hypotube, balloon damage (bunched up) for the entire length of the balloon, and inner shaft damage (buckling) for a length of 16mm. The tip and port/exit notch of the device was measured and both ends meets the specification. The guide wire used in the procedure was not returned for analysis. Functional testing was conducted with a lab supplied .014 inch guide wire. The functional test was executed multiple times, with different results. The wire advanced easily the first attempt (loaded through port) but became stuck when backloaded into the tip. The wire was then loaded again into the port and became stuck once the wire reached the balloon area and could not be removed. The balloon was inflated to 2 atms and the wire was gently pulled, with the wire then becoming loose from the device. The balloon was deflated and again backloaded into the tip, but the wire was then able to easily pass through the lumen.

Event description:
It was reported that removal difficulties were encountered. The target lesion was located in the right coronary artery (rca). After deploying a synergy stent in the distal rca, a 3.50mm x 30mm nc emerge balloon catheter was advanced for post-dilation. However, during removal, the shaft hung up and accordioned on the wire. Eventually, the device was successfully removed by pulling it hard. Another 2.50mm x 30mm nc emerge balloon catheter was advanced for post-dilation in proximal rca and also got hung up on the wire. The device was removed as well and the procedure was completed. No patient complications were reported.

Event description:
It was reported that removal difficulties were encountered. The target lesion was located in the right coronary artery (rca). After deploying a synergy stent in the distal rca, a 3.50mm x 30mm nc emerge balloon catheter was advanced for post-dilation. However, during removal, the shaft hung up and accordioned on the wire. Eventually, the device was successfully removed by pulling it hard. Another 2.50mm x 30mm nc emerge balloon catheter was advanced for post-dilation in proximal rca and also got hung up on the wire. The device was removed as well and the procedure was completed. No patient complications were reported.